Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode. A day later, an automatic safety switch from bipolar to unipolar occurred due to high out of range pace impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further evaluation of the lead was recommended. Further information was received that the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode. A day later, an automatic safety switch from bipolar to unipolar occurred due to high out of range pace impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further evaluation of the lead was recommended. Further information was received that the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.